Event description:
It was reported that the customer received the compromised force sensor system alarm on the insulin pump when priming and the insulin ran out. The customer's blood glucose was 77 mg/dl. Troubleshooting was done. The customer stated that the drive support cap appeared normal. Advised that a possible cause of the alarm was that, during seating, the force sensor did not detect the reservoir. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.